Event description:
The customer reported that the system exhibited multiple battery errors and failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system mainframe batteries were evaluated and found to be the root cause of the issue. Battery replacement was delegated to a third party service provider. No further service info is available at this time.